Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with 4 reservoirs. In a reservoir the black band seal was moving around. The reservoir leaked past the second o-ring. The insulin pump alarmed no delivery and insulin never came out. Customer's blood glucose level was 482 mg/dl. The customer treated her high blood glucose level with insulin shots. The leak occurred while pulling the insulin into the vial. The device was not returned.